Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a crack on battery compartment. The customer blood glucose value was 320 mg/dl at the time of the event and the hyperglycemic event was treated with manual injection. The event involved product(s) mmt-386a, mmt-1884l, mmt-332a. Troubleshooting was performed for cosmetic damage allegation and customer reported that, the damage affected the insulin pump functionality. The customer will discontinue use of the device and insulin pump will be replaced. Troubleshooting does not feel ok to troubleshoot for hyperglycemic event. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040pa.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, battery tube threads - cracked and label damage (faded). Cosmetic damage was confirmed at the battery compartment found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.